Event description:
On (B)(6) at approx 05:45 hrs, while driving the radpro 3 portable x-ray unit from surgical ICU to coronary ICU the left drive wheel locked, causing the machine to pivot sharply and quickly to the left. This caused the unit to hit the hall way wall causing a hole in the drywall. As per the operator (B)(6) rt. Service was requested to repair drywall and clinical engineering was notified and the unit was removed from service and tested. (B)(4). No pt related. No pt was involved.